Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device became hot to the touch to the point where it was smoking. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation and it was determined that it had no power; hence the pre-repair diagnostic assessment could not be completed. Therefore, the reported condition that the device became hot to the touch to the point where it was smoking could not be confirmed and an assignable root cause was not determined. However, during evaluation, it was determined that the device failed for safety check for off/osc/on switch mode function, safety check for compatibility between colibri/sbd and colibr ii/sbd ii and safety check for the function with epd-console. It was further determined that during repair, it was observed that the device had an unknown liquid, corrosion on the motor, and worn components. It was determined that these issues were consistent with improper cleaning, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.